Event description:
It was reported that during thyroid tumorectomy procedure, in nim emg tube, impedance was not observed only on the red electrode side of the tube. There was an event that the impedance of the red electrode side of the tube does not appear even if it was replaced with the blue side of the interface for nim. Impedance check showed red mark. The procedure was extended and the reported product continued to be used and the procedure was completed. The nim vital system of console and patient interface properly operated in other surgeries. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that visually, the device was returned in a ziploc bag. There were traces of residue (clear residue) at the distal end of the device. There were also traces of residue found on one of the trace pads. There were voids found in all trace pads. The device had harness cut off when returned. The harness wires were stripped off for continuity check. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were red (20.3 ohms), red with white stripe (17.5 ohms), blue (30.2 ohms), and blue with white stripe (13.6 ohms), all within specification. Functional testing could not be performed due to a missing harness. Additionally, a syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.